Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit passed all tests except for the current line and voltage requirements. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. During the investigation it was found that there was humidity and corrosion on the control card and the thermal fuse was damaged. The unit does not exceed the temperature of 24 c trying to reach the maximum value of temperature was not possible. When the unit was opened, it was found that the thermic fusible was damaged. This could result from leaving the unit exposed to a lack of water supplies. The root cause can be attributed to user error, when the unit exceeds 152 c the thermal fuse tends to prevent the unit from continuing to overheat and the fusible opens so that there is no continuity. The corrosion and humidity in the control card could be originated by direct exposure to water.

Event description:
The complaint is reported as: the unit is not heating prior to use on a patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the unit is not heating prior to use on a patient.